Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker went from a battery status of 3 years remaining to 2.5 years remaining with a magnet rate of 90. The battery was felt to be depleting faster than expected. It was reported that the patient was in atrial tachycardia/atrial flutter with slow conduction and the device was in an atrial tachy response (atr) mode switch. A copy of device memory was reviewed by boston scientific technical services (ts) and noted no device resets or memory codes. Ts discussed that frequent atr mode switches can result in an invalid battery charge time reading. Ts discussed that the device will need approximately one week to adjust and calculate a new battery status. No adverse patient effects were reported. Monitoring will be continued.